Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that before use of the bd preset¿ arterial blood collection syringe the safety shield was broken. The following information was provided by the initial reporter, translated from chinese to english: the customer found 1ea abg IV shield broken and the needle point not beveled.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd preset¿ arterial blood collection syringe the safety shield was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer found 1ea abg IV shield broken and the needle point not beveled.